Event description:
The device evaluation also found the bending section cover (a-rubber) was dirty.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 (inadvertently left off the initial report). The customer stated that the reprocessing steps were inadequate, including air water-channel cleaning / flushing and moreover, mh-507 and maj-1888 are not used regularly for distal end and forceps elevator cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material at forceps elevator/bending section cover is dirty, remains since reprocessing was deviated from the instructions for use. The event can be prevented by following the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the events. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed because the angle wire was broken on the control body side. Additional issues were identified during the device evaluation: the universal cord was discolored; due to a cut on the angle wire, the bending section cannot be bent in the left direction at all; the connecting tube was wrinkled; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported for the customer, that during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the evis exera ii duodenovideoscope was found to have no angulation when the control knob was used. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that foreign material was found on the forceps elevator component. The substance was unknown and yellowish/brown in color due to insufficient cleaning. This report is to capture the reportable malfunction of the foreign material on the forceps elevator noted at estimation.